Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level reached 500 mg/dl to high. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi), and did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.